Event description:
Pacemaker check-up on 7/6/1998 by private physician. This physician called the foster care home where pt resides on 7/15/1998, and informed them of the need to replace the pacemaker. On 7/20/1998 pt brought to ER with complete right bundle branch block. Progressed to cardiac arrest, revived. On 7/21/1998 the pacemaker was replaced by md device track & implant forms were completed and forwarded. Discharged alive to foster care home. Failure to capture: pacemaker.